Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Restenosis is a known adverse event as listed in the promus instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The additional promus is being filed under separate medwatch report. You are receiving this MDR report from abbott vascular because boston scientific corporation distributes promus as its own brand labeling of abbott vasculars drug eluting stent in the us.

Event description:
It was reported that there was in-stent restenosis of two promus stents and other non-abbott stents in a highly calcified and tortuous right coronary artery. After pre-dilatation was performed with a cutting balloon, a non-abbott stent delivery system was advanced, but was unable to cross; therefore, the case ended with ballooning only. The patient was noted as doing fine. No additional information was provided.